Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Charger flew on fire. Toothbrush is also completely melted - oral-b power toothbrush [device catching fire]. Case narrative: consumer stated on phone that oral-b power toothbrush charger flew on fire on sunday. The charger is completely melted, and the toothbrush is also completely melted. No injury was reported.

Manufacturer narrative:
18-aug-2025: complained product received - user handling was identified as root cause for the complaint.

Event description:
Charger flew on fire¿ toothbrush is also completely melted - oral-b power toothbrush [device catching fire]. Case narrative: consumer stated on phone that oral-b power toothbrush charger flew on fire on sunday. The charger is completely melted, and the toothbrush is also completely melted. No injury was reported. Follow-up: (product investigation results) the charger (about 22 years old) and the two handles (about 6 years old) show significant signs of an external fire event. Cause of failure was consumer influenced - effect of external heat source. No abnormalities were found inside toothbrush handles or charger, that could have led to this damage. 'No manufacturing cause' and 'no design issue' was identified based on investigation. No injury was reported.